Event description:
The pt was observed sleeping on 3/8/1999 at 11:30 p.m. The nurse had gone in to check on pt due to "chirping" alarm of ventilator. The ventilator tubing was checked and found to be okay, and the trach tube was checked for correct placement. The trach ties were checked and were found to be secure. On mar 8 at 11:57 p.m., the pt was again observed. At this time, the pt was found with trach tube out, lying on chest, and still connected to ventilator tubing. The ventilator was not alarming. The pt was without pulse; skin was pale and warm. The trach tube was reinserted and cardiopulmonary resuscitation initiated at 11:58 p.m.; cardiopulmonary resuscitation was unsuccessful. The low-pressure alarm had been set on 20 at the time of the event. The pt's trach tube was a #7 portex, the trach cuff was still inflated at the time of the event. It is noted that the pt has had a history of pulling at trach tube and ventilator tubing. (It is noted that the pt was agitated and calling out earlier in the evening of mar 8-not unusual behavior for him; and had been given ativan 1 mg via feeding tube at 8:30 p.m.). The pt's diagnosis lists includes chronic obstructive pulmonary disease with tracheostomy and ventilator dependence, history of cerebrovascular accident, congestive heart failure and prostatic carcinoma. Problem: it has been previously noted that it is possible for the inner cannula of a trach tube to come out, with ventilator tubing attached, and the ventilator will not alarm.